Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for stone removal in 2006. During preparation at the time of unpacking, it was noted that the basket would not open. The complainant was able to open the basket after manipulation, however; the device was reported as 'broken'. The pt did not sustain any reported complications or ill effect. The pt condition is reported as 'good'.

Manufacturer narrative:
The customer's complaint was confirmed. A visual examination confirmed that one of the four basket wires was broken. Device does not function. A review of the device history revealed no anomalies that could be associated with this incident. The root cause for the broken basket wire is unk.